Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product remains implanted in the patient and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of four for the same event. Reports one, two, and four are reported on MFR #0001032347-2017-00256, 0001032347-2017-00258, and 0001032347-2017-00260.

Event description:
Through temporomandibular joint tracking, the patient advised that he has been having problems because his bite is not aligned. His surgeon recommended he go to a dentist to get his teeth grinded to align his bite better. If that doesn't help, the surgeon will discuss an alternative plan of care with the patient.

Manufacturer narrative:
The manufacturing history was reviewed and no non-conformance was found for this device. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physicians reports were provide. For these reasons, and due to the fact that pain is a relative condition, the complaint cannot be verified and the most likely underlying cause of this complaint could not be determined. This is report three of four for the same event. Reports one, two, and four are reported on MFR #0001032347-2017-00256, 0001032347-2017-00258, and 0001032347-2017-00260.